Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s programmer and charger are both unable to connect to the patient¿s ipg. The clinician also palpated the ipg pocket and reports the ipg might have moved inside the pocket site. As a result, surgical intervention may take place to address the issue.